Event description:
It was reported that a user paused insulin delivery on the ilet to prevent lows and asked whether the system would adjust and learn from these pauses; the agent advised that pausing to treat or prevent hypoglycemia is not recommended and that carbohydrate intake should be used instead, and additional training was offered. Symptoms included concern about hypoglycemia prevention without an actual adverse physiological event, with blood glucose reported at 93 mg/dl. Outcomes included user education and counseling regarding proper use of the device. Investigation included customer interview and troubleshooting with education on device operation and recommended management of low glucose. Investigation of this case revealed user misunderstanding of device functionality and dosing behavior, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user error and use not consistent with labeling.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.